Event description:
Customer stated that they attached the bravo capsule successfully, but the capsule failed to detach from the delivery system. The pt did not have any adverse effect.

Manufacturer narrative:
No pt injury has occurred following this incident.